Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have hormone level abnormal ("hormone are crazy") and experienced adnexa uteri pain ("I still my ovary and they still hurt"), loss of libido ("sex drive dead") and ovulation disorder ("ovulation time"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the hormone level abnormal, adnexa uteri pain, loss of libido and ovulation disorder outcome was unknown. The reporter considered adnexa uteri pain, hormone level abnormal, loss of libido, medical device removal and ovulation disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have hormone level abnormal ("hormone are crazy") and experienced adnexa uteri pain ("I still my ovary and they still hurt"), loss of libido ("sex drive dead") and ovulation disorder ("ovulation time"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy). Essure was removed. At the time of the report, the hormone level abnormal, adnexa uteri pain, loss of libido and ovulation disorder outcome was unknown. The reporter considered adnexa uteri pain, hormone level abnormal, loss of libido, medical device removal and ovulation disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-jun-2020: quality-safety evaluation of ptc. On 29-may-2020: social media received: non-drug treatment notes added. Reporter details added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 627759) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, uterine bleeding, fibroids and morbid obesity. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), adnexa uteri pain ("I still my ovary and they still hurt"), loss of libido ("sex drive dead") and ovulation disorder ("ovulation time") and was found to have hormone level abnormal ("hormone are crazy"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, hormone level abnormal, adnexa uteri pain, loss of libido and ovulation disorder outcome was unknown. The reporter considered adnexa uteri pain, hormone level abnormal, loss of libido, ovulation disorder and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2008. Discrepancy noted in date of removal : (B)(6) 2019. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: quality safety evaluation for product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 627759) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, uterine bleeding, fibroids and morbid obesity. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), adnexa uteri pain ("I still my ovary and they still hurt"), loss of libido ("sex drive dead") and ovulation disorder ("ovulation time") and was found to have hormone level abnormal ("hormone are crazy"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, hormone level abnormal, adnexa uteri pain, loss of libido and ovulation disorder outcome was unknown. The reporter considered adnexa uteri pain, hormone level abnormal, loss of libido, ovulation disorder and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2008. Discrepancy noted in date of removal : (B)(6) 2019. Most recent follow-up information incorporated above includes: on 1-oct-2020: medical record received lot number was added. Event " medical device removal " was updated as pelvic pain. Reporter information and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.